Manufacturer narrative:
The insulin pump was unable to complete functional test including occlusion test due to prime anomaly. Motor was tested outside of the device and passed. No motor error alarms or excessive no delivery alarms noted. Scratched display window noted during visual inspection.

Event description:
It was reported that the customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was 584 mg/dl. Caller stated that the customer's insulin pump is not working it does not delivered the insulin. Nothing further was reported.